Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a custom made relay pro device. The custom made relay pro device is not marketed in the us; however it is similar to the relay pro thoracic stent graft system approved for sale in the us (p200045). The custom made related event occurred in (B)(6).

Event description:
In position #1 the physician was turning the black grip clock-wise to advance the inner sheath without complaining that there is a lot of force. After some rotations we listen a loud crack-sound. Taking a closer look on the x-ray we recognized that the outer sheath is still completely around the inner sheath and that the outer sheath is retracted from the handle. After this the physician removed the whole system without any problems and stopped the procedure. Patient outcome - "patient woke up well from anesthesia."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a custom made relay pro device. The custom made relay pro device is not marketed in the us; however it is similar to the relay pro thoracic stent graft system approved for sale in the us (p200045). The custom made related event occurred in germany.

Event description:
In position #1 the physician was turning the black grip clock-wise to advance the inner sheath without complaining that there is a lot of force. After some rotations we listen a loud crack-sound. Taking a closer look on the x-ray we recognized that the outer sheath is still completely around the inner sheath and that the outer sheath is retracted from the handle. After this the physician removed the whole system without any problems and stopped the procedure. Patient outcome - "patient woke up well from anesthesia."